Event description:
Olympus (osh) was informed via service inquiry that the asset/loaner high-definition liquid crystal display monitor will be returned for service/repair for a reported ¿no image¿ malfunction. No death or injury was reported to olympus.

Manufacturer narrative:
The device was returned for service /repair. The evaluation was not able to confirm the customer¿s reported issue as there was no image malfunction. A review of the repair history for the device confirmed the device has no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the phenomenon be duplicated/confirmed. Olympus will continue to monitor field performance for this device.